Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse system. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse did not perform compression. Crew resorted to manual compressions. For a trained user, changing from the autopulse to manual CPR can be made quickly, and the patient's outcome should not be negatively impacted when compared to standard of care manual CPR. Patient was not revived by manual CPR. No detail was provided for the patient's clinical condition. However, the patient's death is most likely caused by the underlying condition of the patient.

Event description:
During a response call, the autopulse lithium ion battery (sn: (B)(4)) did not power on the autopulse platform (sn: unknown). The responding team reverted to manual CPR. According to the reporter, the patient would not have survived even if the platformwas utilized. The charging status of the battery at the time of the event is not known. Multiple follow-up attempts were made to obtain additional information from the customer, however, were unsuccessful. No further information was provided. Autopulse lithium ion battery reported under MFR 3010617000-2018-00001.